Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed 20 years ago (the date was unknown) via tha. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the cup, the liner and the head due to frequent dislocation. The stem was remained. The surgery was completed, and it was unknown whether there was any surgical delay. No further information is available.